Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 7/24/2024: this was discovered on the back table during an allograft acl reconstruction with quadlink procedure. The tightrope didn't convert correctly. One-half of the tightrope would not loosen or tighten, it was just a continuous loop that would slide. Both tightropes did the exact same thing. Nothing broke in the patient. The case was completed using another ar-1588tn-1 tightrope abs. The case was delayed approximately twenty minutes; however, it's unknown if additional anesthesia was administered. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device during suture passing/tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/28/2024, it was reported by a facility representative via email that two ar-1588tn-1 tightrope abs converted incorrectly. This was discovered during a procedure on (B)(6) 2024. Additional information was requested.